Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.22¿ from the base. Broken piece was returned. Review of the provided image by a regulatory post market surveillance analyst is consistent with the fractured blade. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace blade fractured, and a fragment fell inside the patient. The surgeon saw the tip break in their direct vision and removed the fragment. It was confirmed that the fractured part was completely removed and no fragment remained in the patient. The surgeon stated that there was no instrument collision. The procedure was completed using a backup harmonic ace with no further injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved by the surgeon during the same procedure. All the fragments were confirmed to be retrieved as the surgeon saw them. There was no post-operative test performed. The instrument broke approximately 20 minutes after use while dissecting. The surgeon noticed that there was a decrease in the power of the instrument prior to the break. There was no resistance upon removal of the instrument and the instrument was not removed during the procedure prior to the break. The patient has not returned due to post-surgical complications.